Event description:
It was reported that the customer had a hypoglycemic episode. It was stated that the customer was experiencing high and low glucose level. It was stated that the customer was hospitalized due to low blood glucose of 36mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.